Event description:
It was reported that patient was revised on a left hip due to pain. Implant and further information is not available due to hospital policy.

Manufacturer narrative:
Additional devices listed in this report: cat 6051-0830a, secur-fit ha 132 hip stem#8, lot code unk. Cat 18-2825, delta c-taper head 28mm+2.5, lot code unk. Cat 626-00-42e, modular dual mobility insert, lot code unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.